Event description:
A pt was skin tested on 19th may 1994 with negative results and rec'd her third treatment into the cheek, nasolabial folds, glabellar lines, forehead lines and periorbital areas on 13 april 1995. There was not a great deal of bruising following the injections; there was no red reaction or evidence of infection or allergy. The treatment was satisfactory for 2-3 months when the pt noted that the well filled lines had been replaced with dark lines at the sites of injections. The physician advised her to wait for six months and referred her to a consulting physician, who prescribed hydo-quinone ointment and topical retinoids in 1997 and noted that some of the pigmentation appeared to be deep and vascular. On 29 june 1998, the consultant believed that the pt had responded well to the creams and now had no hyper-pigmented areas left on her face. The pt alleged that the creams "made absolutely no difference and I am now thinking that the marks are permanent". A consulting plastic surgeon reviewed undated photographs, in which he noted she had dark marks in the glabella region, under and at the outer side of the right eye and in three or four cheek lines on either side of the nasolabial folds and a dark line below the left side of the lower lip. The plastic surgeon believed that the pt's appearance was almost exactly the same at the time of her examination on 26 june 1998, as it was in those photographs. He noted no dark lines in the nasolabial folds, the red patch under the right lower eyelid had now vanished. There were no dark lines in the nasolabial folds or along the upper lip or on the forehead. Pigmentation was irregularly placed and irregularly persistent. He believed it constituted a deformity which was obvious from a distance. The plastic surgeon believed that the injections were given into the correct place in the dermis; the actual performance of the injections was satisfactory. He believed that the pt had had an adverse reaction to collagen after the third treatment and that this was a rare, but for her a very significant complication of the treatment.